Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage and a delamination total of the valve (adhesive failure). Additional observations: crease fold observed on the device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.